Manufacturer narrative:
After inserting a battery, unit received with failed battery test due to moisture damage battery connector and pcba1. Unable to perform displacement, sleep current measurement, active current measurement and self-test or verify low battery alarm and pump error 25 due to the failed batt test alarm. Unit received with missing retainer ring and reservoir tube lip o-ring. Unit received with partially broken off piece at the reservoir tube lip. P-cap / reservoir will not lock properly due to missing retainer. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was not accepting battery. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.